Event description:
It was reported that: "the physician was called in for an m1 occlusion; upon performing initial run, identified the m 1 was open but there was clot in the m2. Since she already opened raptor 074 and large carrier, she decided to advance to the m2. She was using mega ballast as well. She decided to park the raptor at m1 and advanced carrier to m2 then unsheathed a 3mm solitair. She felt the m2 was fairly large and began to pull gently back on the carrier with the solitair and felt resistance. She did a run and found the origin of m2 ruptured. She thinks the rupture occurred for 1 of 2 posssible reasons: 1) when all the other catheters wouldn't have gone up so easily distally, she believes the carrier may have stretched the vessel. 2) she may have straightened out the system when trying to retrieve the stent triever/carrier and the raptor jumped forward causing the rupture. She had the mega ballast at the distal petrous and it worked well. Additional information received by the issuer 10jul2025: 1. How would the tortuosity of the anatomy be described in this procedure? Normal tortuosity. 2. What is the current patient status? Patient died due to rupturing the artery 3. To confirm, on the 1st possibility, the physician is postulating that she tried to advance the carrier into the m2 and this is what caused the rupture? (Carrier large was too big for the m2) - yes and that it stretched it out or possible took raptor 074 too far 4. To confirm, on the 2nd possibility, the physician is postulating that the raptor was too large for the vessel which when "jumping forward" caused the vessel rupture? Yes she said when she pulled the carrier with the solitaire she felt a tug and it may have straightened the artery out and caused raptor to jump. 5. Would you be able to provide the part no. And lot no. For the raptor and carrier units? Yes - I'm working on getting the lots for both. I am going to be up there on the 17th and will get it." Update 24jul2025 - additional information received from the issuer: "the patient didn't have any other co-morbidities. The physician was aware of the warning."

Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. It was reported the physician began to pull gently back on the carrier with the solitair and felt resistance. Per the device's IFU, the carrier delivery catheter is not to be used with stents, retrievers, occlusion coils, glue, gluemixture or non-adhesive liquid embolic agents. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore; a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.